Event description:
It was reported that during the patient's rewarming phase, the gaymar unit was noted to rewarm the patient too quickly. The unit remained in service; however, the unit controls were changed from "auto" to "manual" settings. Patient was rewarmed without harm.